Event description:
Ttlife oxygen concentrator nt-02 is advertised as 1-5l/min. Page seven of the manual identifies the maximum pulsed flow rate as 50ml. This would require 100-breaths per minute to obtain 5l of oxygen.